Event description:
It was reported that balloon rupture occurred. A 3.25mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during inflation, it was found that the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.